Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Event description: it was reported that the casing cracked in several places. The reported event was confirmed. The service evaluation revealed a damaged front panel along with a worn touch panel and a worn motor at both inflow and outflow side.

Event description:
It was reported that the casing cracked in several places. There was no harm for patient, operator or third party. No further information received.